Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. Device passed the rewind, basic occlusion test, prime test and displacement test. Device was received with loose/flush drive support disk. It was unable to verify the motion sensor test failure alarms due to motor error alarms. Device had cracked battery tube threads and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, motor position encoder error and motion sensor test failure alarm. The alarm history showed 5 motor error alarms and a motor position encoder error alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.